Event description:
I received my aligners from smile direct club around (B)(6) 2019, as I was hoping to straighten my teeth before my wedding day. My first set of aligners were tight as to be expected, but my mouth broke out into terrible cold sores. I couldn't eat or sleep but I continued to wear all day and night. I want to put in my second set of aligners for week 2 and they did not fit. When bringing this to customer service. I could not get anyone to consistently talk to. I was passed from person to person until finally someone told me to switch over to my week 3 aligners. I asked how on earth week 3 would fit me when week 2 did not but I was dismissed. I did as I was told, of course those aligners did not fit, and when going back to customer service I got passed around with no resolution. I finally walked into a physical store with my box of product and told them to get me on the phone with someone who could help me and just give me a refund, as I figured out the product was complete hoax. It took weeks to get everything resolved, and it wasn't until I threatened blowing up their social media and going to bbb that my refund got processed. Thankfully I got out before I had any long term damage done, but my brother inlaw is an orthodontist and has said how many new pts he has received with irreversible damage. I am now two months away from my wedding with crooked button teeth because I was so fooled by this fraud company. FDA safety report ID# (B)(4).